Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. On the same day as onset, the patient visited the emergency room and was diagnosed with peritonitis. It was not reported if the patient was admitted to the hospital for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, routes and durations were not reported). At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.